Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen [2000 mcg/ml] at a dose of 457.1 mcg/day. It was reported a motor stall was seen at initial interrogation, and the patient recently had an MRI. The MRI was not done due to a suspected problem with the device or therapy. The motor stall recovery had not occurred. It had not been less than 2 hours since the patient had exited the MRI field. The patient did not have the pump interrogated the day of the MRI on (B)(6) 2017. The hcp noted that the programmer said there was supposed to be 3.2 ml in the reservoir, and the hcp aspirated 6 ml. The hcp would interrogate the pump to see if a recovery showed up in the logs. The hcp stated the patient was twitching, but that was a normal symptom for him. The hcp stated that there were no new symptoms. The hcp called back and confirmed the motor stall recovery did show up in the logs before the hcp left the patient¿s home. No patient complications were reported.